Event description:
Pump received 6/10/94 has been returned for repair 3 times. The latest malfunction was on 1/10/95, encountered when the pump was being tested before returning to clean stock. The pump powered up, showed an error code of 251 and would not go through testing procedure. Rptr gave back to MFR. Replaced faulty keyboard and front housing assembly. Pump passed functional, delivery, and burn-in tests. (*)